Event description:
It was reported that during a laparoscopic gastric bypass procedure, not all of the staples came out. This occurred with the third reload. The staple line was oversewed. Another device was used to complete the case. No pt consequence.